Event description:
Same case as 6000089-2005-00867, 00868, 00869 and 6000093-2005-00670. It was reported that two days post a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred and the patient expired. The patient had a 2.5x8mm cypher stent placed in the left anterior descending (lad) artery. The patient returned to the cath lab three days later for unknown reasons. A taxus express2 2.5x12mm drug eluting stent was placed inside the cypher stent in the lad and a taxus express2 3.5x20mm drug eluting stent was placed proximal to the first stent. The physician also implanted three taxus express2 stents, 2.5x8mm, 2.75x32mm and 2.5x12mm, in the circumflex artery. The patient returned two days later with total occlusion in all of the stents and the patient expired.